Event description:
Boston scientific received information that during a routine device check, the right atrial (ra) lead was displaying loss of capture (loc) and no sensing. A lead revision procedure was then performed and found the lead had dislodged. In an effort to reposition the lead, the physician elected not to re-implant the lead as there was debris and a bend found at the distal end of the lead. A new ra lead was implanted. There was no adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip were performed. Visual observation noted the presence set screw marks were noted on both terminals. A 90 degree bend was found in the lead between 245 and 250 millimeter (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Could not confirm debris or electrical issues. The lead passed all testing.

Event description:
--